Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. The right ventricular (rv) lead was thought to be fractured as oversensing/noise indicated to be non-sustained episodes was observed. Reprogramming was performed to turn the lead off. No further patient complications have been reported as a result of this event.